Manufacturer narrative:
The biosense webster, inc product analysis lab received the device for evaluation on (B)(6) 2021. The device evaluation was completed on (B)(6) 2021. It was reported that a 35-year-old male patient with history of sarcoidosis and previous ventricular tachycardia (vt) ablations, underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During idvt ablation (mapping and ablation in the right ventricle (rv), mapping only in the epicardial space), the patient suffered cardiac tamponade. Earlier in the case, a steam pop occurred while ablating endocardially in the rv along the septum. The patient was stable at that time. Mapping continued and into the epicardial space (with a thermocool® smart touch® sf bi-directional navigation catheter (stsf)through a st. Jude agillis sheath), where high force readings were noticed on the carto 3 system. An impella device was also in use, and the impella rep noted "slowness and that the numbers were off." The physician then put the non-bwi intracardiac echo catheter back into the heart and this was when the effusion was diagnosed. The patient¿s blood pressure decreased, and protamine was given. A pericardiocentesis was performed with large amount of dark blood withdrawn. The bleeding did not slow so the cardiothoracic surgical team was called into the lab. The patient underwent a sternotomy for rv repair. Prolonged hospitalization was required. Patient¿s condition worsened; the patient did well throughout the weekend, however, by monday, the patient developed pericardial effusion, pleural effusions, pneumonia, and sepsis. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient with history of sarcoidosis and previous ventricular tachycardia (vt) ablations, underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During idvt ablation (mapping and ablation in the right ventricle (rv), mapping only in the epicardial space), the patient suffered cardiac tamponade. Earlier in the case, a steam pop occurred while ablating endocardially in the rv along the septum. The patient was stable at that time. Mapping continued and into the epicardial space (with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) through a st. Jude agillis sheath), where high force readings were noticed on the carto 3 system. An impella device was also in use, and the impella rep noted "slowness and that the numbers were off." The physician then put the non-bwi intracardiac echo catheter back into the heart and this was when the effusion was diagnosed. The patient¿s blood pressure decreased, and protamine was given. A pericardiocentesis was performed with large amount of dark blood withdrawn. The bleeding did not slow so the cardiothoracic surgical team was called into the lab. The patient underwent a sternotomy for rv repair. Prolonged hospitalization was required. Patient¿s condition worsened; the patient did well throughout the weekend, however, by monday, the patient developed pericardial effusion, pleural effusions, pneumonia, and sepsis. The physician believes that the agilis sheath in the pericardial space caused a shearing type injury leading to the bleeding. Transseptal puncture was done with a st. Jude brk 1 needle. Standard stsf flow settings were used. The force visualization features used included graph, vector, dashboard, and visitag. The parameters for stability used with the visitag module were 3mm, 3 secs, 35%, 3 gm, size 3 tags. Time was used as coloring option. No error messages were displayed throughout the procedure. The pleural effusions, pneumonia and sepsis were assessed as a cascade of harms from the main issue (cardiac tamponade). Since this event is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable. The steam pop issue was assessed as not MDR reportable. The high force issue was assessed as not MDR reportable. The issue is highly detectable when occurring. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote.